Event description:
This ra lead was implanted on (B)(6) 2010 and still remains implanted at this time. In a product experience report received on (B)(6) 2018 it was noted that the lead exhibited multiple inappropriate mode switching which resulted to oversensing and atrial lead noise. The physician was dr. (B)(6) at (B)(6). No other information available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).